Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise and insulation damage on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. The patient is recovering after the procedure.